Event description:
Device 1 of 3. Reference manufacturer reports: 1627487-2010-00926, 1627487-2010-00927. The patient received his scs system consisting of an ipg, percutaneous leads, and lead extensions on (B) (6) 2007. It was reported that 10 days later the patient experienced pain at the ipg implant site while attempting to recharge the system. It was reported that later the patient lost all stimulation from the system. An attempt at reprogramming was marginally successful. Diagnostic testing found 5 electrodes invalid on one lead and 4 electrodes invalid on the other lead. The physician explanted the system in 2008. The system was not replaced. The explanted devices were returned to ans for evaluation.

Manufacturer narrative:
Device 1 of 3. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg antenna silicone has instrument marks and is cut but ipg passes all functional testing and saline test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.